Event description:
Final poly cup would not seat during procedure. Surgeon was able to lever product out with very little pressure, even when it wasn't rotating. Surgeon tired two different poly cups of same lot, with the same problem. Finally, a third poly cup of a different lot was implanted. This problem resulted in a 20-30- minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.